Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('at the right tubal ostia a remaining portion of the essure coil could be observed,') in an adult female patient who had essure (batch no. B86028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, abnormal uterine bleeding, adenomyosis, dysmenorrhea, menses irregular, intermenstrual bleeding and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and hypomenorrhoea ("period shorten and lasts for three days"). The patient was treated with surgery (bilateral salpingectomy with cornual wedge resection hysteroscopy, dilatation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and hypomenorrhoea outcome was unknown. The reporter considered device breakage and hypomenorrhoea to be related to essure. The reporter commented: 4 coils visible on the left and 5 coils visible on the right. Concerning the injuries reported in this case, the following were reported from social media : hypomenorrhoea. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event at the right tubal ostia a remaining portion of the essure coil could be observed added and made medically significant due to surgery.,reporter, lot number, rcc and essure insertion and removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('at the right tubal ostia a remaining portion of the essure coil could be observed'). In an adult female patient who had essure (batch no. B86028-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: grand multiparity, abnormal uterine bleeding, adenomyosis, dysmenorrhea, menses irregular, intermenstrual bleeding and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and hypomenorrhoea ("period shorten and lasts for (B)(6) days"). The patient was treated with surgery (bilateral salpingectomy with cornual wedge resection hysteroscopy, dilatation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and hypomenorrhoea outcome was unknown. The reporter considered device breakage and hypomenorrhoea to be related to essure. The reporter commented: 4 coils visible on the left, and 5 coils visible on the right. Concerning the injuries reported in this case, the following were reported from social media: hypomenorrhoea. Concerning the injuries reported in this case, the following one is confirmed, in patients medical records: device breakage. Lot number#: b86028, reported is not valid. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.